Event description:
It was reported that the left ventricular lead had high, out-of-range pacing impedance of greater than 3000 ohms and high thresholds. Boston scientific technical services was asked to evaluate the data and potential causes were discussed. The device and leads remain in service. No adverse patient effects were reported.